Event description:
Post laparoscopic cholecystectomy of 2/28/96. Returned on 3/4/96 with increasing abdominal pain for 72 hrs. Underwent diagnostic laparosocpy and repair of extra hepatic biliary duct on 3/4/96. Operative findings included fissuring of the proximal-most hemoclip and a bile leak at the cystic duct.